Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was a breach in aseptic technique. It was reported the patient was not hospitalized for the event. On an unknown date the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported). The antibiotic was discontinued on an unreported date during the same month of receipt of this report. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.